Manufacturer narrative:
Sections with additional information as of 05-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: note: manufacturer contacted customer in a follow-up call on 26-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 326, 275, 368, 266 and 157 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-120 mg/dl, expected non-fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 274 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2021 and open vial date is 02/2020. The meter memory was reviewed for previous test result history: (B)(6).